Event description:
A complaint was received regarding a an oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port that experienced leakage. The reporter stated that leaking from chemolock bonded port. The event date was unknown. There was unknown patient involvement.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it has not been returned or investigation at this time. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The DHR review couldn't be performed due to the lot number for this complaint was unknown.